Manufacturer narrative:
Additional refractive treatment (enhancement) was not performed. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -8.50/4.0/91 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Refractive surprise was noticed. Additional refractive treatment (enchancement) was done. The surgeon decided to wait a few weeks after the surgery to allow the eye and cornea to heal and get stable. The surgeon decided that no exchange is needed, but will perform a laser touch up if necessary.